Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reports the artificial disc was implanted in transitional lumbar situation. Device migrated and revision performed to explant and fuse.